Manufacturer narrative:
The prothesis was returned to the manufacturer. And a visual examination was performed: no issues could be observed on the returned implant, apart from slight material deformation on each jaw. The inserter was received by the manufacturer and examination was performed. From the information provided based on the complaint report , the product history records, the review of the case with the product manager, the recurrence of this type of event for this product and after having performed the product evaluation, the investigation found that root cause is related to mishandling during prothesis postioning . Indeed, as completed in the complaint report , the surgeon tried to reposition the implant after realizing that the implant was not correctly positioned. Indeed, it was reported that the implant's position was too posterior due to a reported abnormal amount of play in the inserter when set at 0mm. Consequently, the surgeon tried to reposition the implant. According to the product manager, it is recommended to not reposition the prosthesis before releasing it. Indeed, when the vertebral endplate's teeth penetrated into the subchondral bone, as it was reported on october 13th 2017, no reposition of the implant is recommended. In addition , the surgical techniques mention that the device must be inserted progressively into the disc space under fluoroscopy, by tapping lightly on the implant inserter¿s impaction knob with a mallet until the device is centered on the vertebrae anterior-posterior and medial-lateral. ( step 11) following these instruction would have prevent this kind of issue. Root cause: user error (mishandling during implant positioning).

Event description:
Mobi-c p&f us : disassembly. It was reported on the complaint report on september 26th that the surgeon implanted first prosthesis without any challenges. He utilized a second inserter for second level of mobi-c. Upon implantation of 2nd implant, the inserter was set at 0 mm and impacted further than anticipated based upon being set at 0mm; position was not favorable (too posterior to liking). The surgeon attempted to remove by distracting segment, but the device came apart separating superior endplate and poly. Per training they opened a second prosthesis and did not attempt reassembling. Another issue occured, recorded under internal reference cmp-(B)(4) the surgeon loaded to inserter and noticed an abnormal amount of play in the inserter when set at 0mm; they switched inserters and device implanted at appropriately depth with ease. Additional information received on 13 october 2017: no rotational move was done during the procedure while repositioning the implant. No resistance encountered by the surgeon upon insertion, he did not like depth of implant; the implant disassembled inter-operatively. Issue could not be related to a contact with surrounding tissues because space was fully exposed. Additionally, the retractor and fixation pins were not impeding either. The implant teeth were into the vertebrae. The play in the inserter contributed to the implant to be positioned too quickly and not to the liking of the physician. Upon inspection when removing the implant, there was more play than usual when the depth stop was set at 0. This play allowed the implant to be positioned into the vertebral space too quickly upon insertion and did not provide appropriate tactile feedback to the surgeon. Using secondary inserter this play did not occur when re-implanting. No patient impact and surgery was completed without further issue.

Manufacturer narrative:
Device not received yet.

Event description:
Mobi-c p&f us : disassembly: utilized a second inserter for second level of mobi-c. Upon implantation of 2nd implant, inserter was set at 0mm and impacted further than anticipated. Position was too posterior. Attempted to remove by distracting segment, but device came apart. Surgery was completed successfully with other implant and instrument. According to reporter, the inserter contributed to the implant to be positioned too quickly and not to the liking of the physician. Inserter and implant are going to be returned for evaluation. The review of the device history records and traceability of the implant did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.